Manufacturer narrative:
The device is not available for analysis. A review of the IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on review of the information available, urinary retention, pain and urinary frequency are a known risk associated with the use of the device and is noted as such in the instruction for use (IFU). An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported by a patient via social media that he had experienced pain during convective radio frequency water vapor thermal therapy procedure of the prostate. In addition, post procedure, the patient spent christmas and new years eve in the ER, due to prostate third lobe swelling. The swelling caused the urethra to be blocked and prevented urine from exiting. The patient had a foley catheter for a month and eight months post the index procedure still continues to take flomax to urinate. No further information is available.